Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the adc device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer states "the last three sensors have had multiple daily and nights false lows. When we check her glucose levels, she is 30-40 plus higher than reported by the libre." No patient consequences or third-party treatment were reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5183944, mw5183945. All pertinent information available to abbott diabetes care has been submitted.